Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated, the keypad was unresponsive on the insulin pump. It was also reported moisture was present under the insulin pump's screen. Customer's blood glucose was 267 mg/dl. The mother reported the customer went on a slip and slide while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.